Event description:
It was reported that when the patient went into certain places (like the library) she experienced a ¿jolt¿ when she went through the security device. This was an ongoing issue since implant. The patient then reportedly turned off her stimulator before going into the scanners and did not feel a ¿jolt¿ when the device was turned off. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# v688767, implanted: (B)(6) 2011, product type: lead. (B)(4).